Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that anesthesia station (pas) did not load past the blue screen. It showed a visual studio just-in-time debugging message and then customer support specialist (csc) was unable to fix the issue. A field service engineer replaced the solid-state drive (ssd) and synced the station to the server and installed eset and windows updates to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es got stuck on the start screen while the patient was on the table. The customer stated that users were unable to provide medications to the patient, and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.